Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00001162 number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hub detachment issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hub was broken. Flush would come out of the hub of the sheath and the dilator could not be reinserted. The sheath was replaced and the issue resolved. The procedure continued and there was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, with the information available, this issue has been conservatively assessed as a reportable ¿hub detachment¿ issue.